Event description:
It was reported that the patient was presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited low pacing impedance. No intervention was performed. The physician elected to monitor the lead. There were no patient consequences reported.